Event description:
Procedure: thoracic: according to the reporter: clips did not close and the knife broke off during the intraoperative firing. The broken piece fell into the surgical site and was retrieved. There was no tissue loss. Surgery time was extended 40 minutes.

Manufacturer narrative:
Initial report sent to FDA on 04/15/2008.